Event description:
This notification is being reviewed due to a complaint from the customer stating the device sparked when plug in and device has a strange odor. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third -party service center visually inspected the device. There was no evidence of foam particles or degradation. The unit is functional, and no thermal problem found. The device was scrapped. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur. In this report b5, evaluation method code grid, evaluation results code grid and conclusion code grid was updated.